Event description:
After the pt was injected with the new novolog insulin pen, the rn attempted to remove the needle cap and was unable to. When attempted a second time, the protective cap dislodged from the needle and left the spring and needle exposed. No needle stick injury occurred. However, 3 staff needle sticks have occurred since the new insulin pens were implemented in 2008.